Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be submitted.

Event description:
Customer alleges the right motor failed on ramp at his home and the chair tipped over.

Event description:
Customer alleges the right motor failed on ramp at his home and the chair tipped over.

Manufacturer narrative:
The returned part(s) were evaluated and found to be functional. Unable to confirm complaint.